Manufacturer narrative:
Device analysis results were not available at the time of this report. A follow up will be sent when analysis is complete. The hcp also sent the brownish sludge material found in the patient's catheter to the manufacturer for analysis.

Event description:
The hcp performed a study and found he could not push the dye through the catheter; he suspected a possible occlusion. The hcp stated that the patient did not experience any symptoms. The hcp performed a catheter revision and flushed the distal catheter, where he noted brownish sludge material coming out. The hcp stated that the patient has recovered without sequela. The drug contained in the patient's pump was compounded baclofen (1000 mcg/ml) and bupivacaine (30 mg/ml). The hcp indicated that he has tried many different drug combinations in this patient's pump (fentanyl, sufentanil, morphine, dilaudid, compounded baclofen) over the past 4-5 years.

Manufacturer narrative:
(B)(4).